Event description:
The user received questionable calcium results for one patient sample. The initial result was 8.3 mg/dl and was reported outside the laboratory. The doctor questioned the result as the patient's calcium result was normally over 9.0 mg/dl. The sample was repeated on the original analyzer with a result of 8.5 mg/dl. The sample was repeated on the original analyzer and the results were 10.6 mg/dl and 10.2 mg/dl. The sample was also repeated on the integra 400 analyzer and the results were 9.3 mg/dl and 9.3 mg/dl. The results from the integra analyzer considered to be correct. The patient was not adversely affected. The calcium reagent lot number and expiration date were not provided. The field service representative determined there was a defective sample probe and replaced it. He also checked the rinse function. To verify the analyzer operation the user ran quality control and precision testing.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.